Event description:
Customer states the unit is displaying fluctuating power when testing the outputs. Customer wants to send the unit in for evaluation and repair. No report of patient injury or delay in case.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit was operational as received. However, the power output needed to be calibrated. A review of the device history records confirmed that the unit conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up will be filed.